Event description:
Customer called stating that when the syringe is out, he is able to lock the driver arms in place and slide the drive assembly across the leadscrew. Also stated that the small driver arm continually falls down. Nothing exited during priming nor during the leadscrew test. Noted that the spring clip was raise slightly and he was unable to push it down.